Event description:
Paramedics responded to a person with suspected mi. The device was connected to the patient for cardiac monitoring while being transported to the hospital ed. According to the reporter, the patient went into cardiac arrest and the device alarmed "connect cable" when the charge button was pressed. The patient was transferred to the hospital ed where he was pronounced dead from a respiratory arrest. The reporter stated the device did not cause or contribute to patient's death because he was not viable.